Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 500 mg/dl while wearing the pod. The patient was not sure the pod was delivering insulin and visited the emergency room due to the hyperglycemia but was not given any treatment. The patient changed the pod and her blood glucose level began to lower.